Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet, resulting in no glucose readings and an ilet alert indicating that dosing was stopped and to connect cgm or enter a blood glucose value; troubleshooting included re-entering the pairing code, toggling settings, and ultimately replacing the g7 sensor, after which the user was transferred to dexcom, indicating a pairing failure to the ilet interface and implicating communication with the electrical/antenna components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of user-provided information. Investigation of this case revealed an interoperability problem characterized by communication failure involving the cgm¿s electrical and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.